Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a system revision due to a pocket infection with sepsis. The previous system was explanted, and a new lead was then used with this pacemaker for external temporary pacing. It was noted that this pacemaker had been used multiple times with other patients. It was later reported that this external temporary pacing system was then replaced with a new implanted system for this patient. No additional adverse patient effects were reported.